Event description:
The customer contacted physio-control to report that their device powered off twice while monitoring a patient. There was patient use associated with the reported event however, there was no negative outcome for the patient reported.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported failure. Proper device operation was observed through functional and performance testing. Following evaluation, the device was returned to the customer for use. A cause of the reported failure could not be determined.